Event description:
It was reported that premature battery depletion was observed. Based on device settings, the device did not meet expected longevity. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on available parameters and usage information, device longevity was found to be below expected limits. The device was tested on the bench and our automated testing equipment and was normal. The device was returned to the vendor for further analysis. No anomaly was noted. The cause for the premature battery depletion could not be determined.